Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system showed patient status as temporary. A technical support specialist (tss) reviewed the patient example at the station and identified two previous encounters for the patient that had already been discharged. The tss dialed into the enterprise server (es) and verified that there was an active admitted admission, discharge, transfer (adt) visit. Based on this, the patient was expected to display on the pyxis machine. The tss emailed the customer with the findings to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server system showed patient status as temporary. However, there were no delay, adverse events or injuries reported based on this event.